Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the patient experienced an elevated blood glucose level in the 500's mg/dl. The patient went to the hospital and received treatment via an IV of insulin. The patient reported that he found the cannula to be bent when he removed it. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.